Manufacturer narrative:
Date sent to FDA: 9/15/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incarcerated incisional ventral hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incarcerated incisional ventral hernia repair surgery on (B)(6) 2017 during which the surgeon noted the previously placed mesh had adhered to the intraabdominal wall with marked fibrosis and scar and that there is a significant fascial defect inferior to the mesh and significant fascial weakness in the midline. It was reported that the patient experienced severe pain, inflammation and extreme discomfort. No additional information was provided.